Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding a patient that was implanted for degenerative disc disease/herniated disc pain. It was reported that the patient had thought that she would be able to start fresh with a replacement desktop charger, but didn't realize the complications of an overdischarge. It took two years to figure out that her implant battery was dead. The device had been dead for about a year at the time the additional information was received. The patient was scheduled for system replacement; however, a few days before the procedure, the surgeon cancelled the procedure because he said that he hasn't performed scalp procedure before. It was noted that the patient's implantable neurostimulator is in her waist and the wire is in her scalp and that the device was for neck pain. The patient was still looking to replace her device. The patient's medical history includes a neck surgery where the surgeon cut a nerve in her neck and the patient is in pain all day, every day. The patient discontinued pain medication.

Event description:
It was reported that the recharger display was showing a ¿call your doctor¿ icon and a power on reset (por) condition. An implantable neurostimulator (ins) overdischarge was suspected. The patient saw a manufacturing representative, who told the patient to reset the device by holding these buttons down for 3 hours and now it was just coming up saying ¿call the doctor.¿ the patient had not recharged or felt stimulation in 3-4 months. The patient was advised not to attempt to do the reset herself, and that this needed to be looked at by a healthcare provider (hcp). It was later reported that the patient had a consult with a new surgeon. The patient wanted to meet with a manufacturing representative (rep) to see if a reprogramming could be done. It had been approximately 8 months since she had last used or felt stimulation. It had always been difficult to recharge with the ins on her right side. Trickle charge was done and the rep interrogated her battery after the battery was ¾ charged. A premature battery depletion end of service (eos) popped up on the clinician programmer (8840). The cause of the issue was determined to be because the patient had a trickle charge done at least one other time, possible 2. An impedance check was done, which showed 3 contacts with high impedances. The patient wanted to have her battery replaced and repositioned. She thought she still received adequate coverage of stimulation for her headaches, so she would like to move forward with a battery replacement. The issue was not resolved. It was later reported that the device had not been explanted yet. She was being referred to a neurosurgeon for the battery replacement. Her stimulator was on continuous mode and she hoped she would continue effective therapy once her battery was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v521134, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v516926, implanted: (B)(6) 2010, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).